Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this this device. The legal manufacturer is rapid aid in mississauga, ontario canada. The manufacturer has been notified of the event.

Event description:
Customer stated we just received a product concern form from the good samaritan lab for a medium hot pack that exploded/leaked. There was no injury to patient or employee.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.